Event description:
A mammosite 5-6cm spherical balloon was implanted on (B)(6) 2011 to facilitate treatment for breast cancer. A computer tomography (CT) scan was done on (B)(6) 2011 and "before each fraction to confirm the positioning of the balloon catheter". The scan on (B)(6) 2011 indicated "the pt met all parameters and her radiation therapy was started on (B)(6) 2011". On the morning prior to the 7th treatment ((B)(6) 2011), the radiation oncologist noticed "some drainage from the surgical incision" which the radiation oncologist interpreted as "drainage [that] typically occurs with mammosite". Additionally, it was reported that the CT scanner "was not working" that morning and the physician "used ultrasound for verification" but did not measure the balloon diameter. "The ultrasound image showed the mammosite device of good size and shape with the central catheter as expected." The pt received her 7th treatment that morning. The CT scanner was working by afternoon and was "used for verification" before the scheduled treatment. This scan showed "that the balloon size was smaller than the original plan. The estimated size was 30cc versus the original estimated size of 95cc." Attempts were made "to add additional fluid to the balloon. The fluid appeared to leak out immediately through the insertion site." The eighth fraction was not given "due to the possibility that the pt may have received a double dose (680 cgy) during the previous fraction." This balloon was removed and a new mammosite 5-6cm spherical balloon was implanted for her next 2 treatments on (B)(6) 2011. It is estimated the pt received "the prescribed dose of 34gy over 5 days in 9 fractions instead of the planned 10 fractions." The radiation oncologist and medical physicist treating this pt "do not believe that this event will result in any adverse complications to the health of the pt". On (B)(6) 2011 the physician reported "we again contacted our pt [patient] and she is doing great."

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant info is received a supplemental medwatch will be filed. Instructions for use - warnings: do not use the mammosite device if any leaks are observed and/or if the balloon does not resemble the approximate size...per appropriate balloon size. (B)(4).